Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended as customer alleged the insulin delivery "slowed." The customer declined troubleshooting with tandem technical support and declined to provide additional information.